Manufacturer narrative:
The referenced ultrasound scope was returned to the service center for evaluation. The service group confirmed the instrument channel failed the leak test. The channel was inspected and found an internal cut, with black residue (molykote-carbon powder) coming out from the internal components of the scope. Additionally, there was fluid invasion and corrosion inside the control body and scope connector. The forceps cover glue at the distal end was missing and the pink colored probe coating was chipped. The repair history was reviewed and showed the scope was last serviced via repair on (B)(6) 2020. The root cause cannot be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the customer that during reprocessing, the ultrasound gastro-video scope was reprocessed and cleaned three times and is letting out a foreign black colored liquid. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08786. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined that because the instrument channel was damaged during use, internal carbon (molykote) flowed out and therefore a phenomenon in which black fluid came out of the endoscope after reprocessing may have occurred. As stated on the IFU and as a preventive measure, the user manual states: chapter 7 cleaning, disinfection, and sterilization procedures performing the leakage test ·during leakage testing, a continuous series of bubbles emerging from a location on the endoscope indicates a leak at that location. This means that water will be able to penetrate the inside of the endoscope. If you locate a leak, remove the endoscope from the water and contact olympus. Olympus will continue to monitor complaints for this device.